Event description:
It was reported that "during use, the staples jammed in the staplers". Additional information received states that "there was no consequence for the patient. We used a stapler from another supplier to solve the issue".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not firing" could not be confirmed upon investigation of the returned sample. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned with 35 staples remaining in the cover block. Visual examination of the returned stapler revealed that the staples appeared aligned. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were properly formed and released. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4) .other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during use, the staples jammed in the staplers". Additional information received states that "there was no consequence for the patient. We used a stapler from another supplier to solve the issue".